Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During bone resection, the screw came out of the bottom of the mics handle. We replaced it, and continued case; tka.

Event description:
During bone resection, the screw came out of the bottom of the mics handle. We replaced it, and continued case.

Manufacturer narrative:
Reported event: it was reported that during bone resection, the screw came out of the bottom of the mics handle. We replaced it, and continued case. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: device history records indicate 25 devices were manufactured under lot k09q6 and all 25 devices were accepted into final stock on (B)(6) 2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n (B)(4), prodex lot k09q6 shows02 additional complaint related to the failure in this investigation. The related complaint is (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc (B)(4) and CAPA (B)(4). Product was not available for evaluation.